Manufacturer narrative:
Qn# (B)(4). Although a serial number was not initially reported, a potential serial number was obtained from the sales history. The potential serial number is (B)(6). The manufacturing DHR file was reviewed. No recorded results of manufacturing issues or anomalies were reported. Two ifus will be referenced for this investigation. The ez-io driver IFU (8048a rev. 04) states, "as with any emergency medical device carrying a backup is strongly advised protocol", "ez-io power driver led will blink red when the trigger is activated and has only 10% of battery life remaining", and "purchase and replace the ez-io power driver when the red led begins blinking". "When storing the vascular access pak (vap), remove the trigger guard to prevent accidental activation of the ez-io power driver." The ez-io needle IFU (8087a rev. 04) states, "squeeze trigger and apply gentle, steady pressure. Important: do not use excessive force. Note: if ez-io power driver stalls and ez-io needle set will not penetrate the bone, operator may be applying too much downward pressure to penetrate bone." A review of the certificate of conformance found that the driver passed all the release criteria. The device was released in 01/2020 and is approximately 2 years old. Corrective action is not required at this time as the probable cause could not be determined based upon the information provided and without a sample returned to evaluate. Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed on the potential serial number from the sales history and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Customer called stating that while in use on a patient the driver blogged down and just stopped. He was able to gain access with a backup driver. The patient was in a trauma code and expired. The customer stated that the delay in gaining access did not contribute to the death of the patient.

Event description:
Customer called stating that while in use on a patient the driver bogged down and just stopped. He was able to gain access with a backup driver. The patient was in a trauma code and expired. The customer stated that the delay in gaining access did not contribute to the death of the patient.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.